Event description:
The following has been reported: due to pu request entry was one more time changed (this time back to originally reported whole device included in co22-00018056) new entry replacing entry co22-00018056 complaint to spare part z179590 power supply board (for agilia sp & vp) part pre-installed in pump z018793/(B)(6). Unit does not charge when connected to power supply. Incorrectly made soldered connections reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Device history record was reviewed but nothing linked to the reported event was observed. "Device log history was not reviewed because it is not provided. " "this complaint was registered from a service report submitted by the customer. The reported event was : ""customer reported that unit does not charge when connected to power supply. Incorrectly made soldered connections"". No additional information was provided. Picture received visual checked shows that the board was damaged and likely caused by the device being dropped. Unfortunately after several requests, no device/replaced part was returned to brézins for investigation. Thus, we are unable to perform an investigation and identify or confirm a cause at the origin of the reported event. However, the root cause could likely be due to misuse in view of the damaged board, but since we haven't received anything for investigation, the reported event is not confirmed and the root cause remains unknown. If further information are provided we will re-open the complaint and pursue the investigation." This complaint is considered as not confirmed the trend is normal the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.